Event description:
The patient had a renal angiogram with attempted renal embolization to reduce likelihood of hemorrhage in anticipation of a partial nephrectomy to treat a renal angiomyolipoma. Procedure was unsuccessful due to markedly tortuous renal vasculature and vasospasm. The patient tolerated the procedure well and went on to partial nephrectomy about a month later. The kidney tissue was examined after the nephrectomy and inflammatory changes were noted in the area of the attempted embolization. Polymer material from the tip of the glidewire catheter was noted as was a foreign body giant cell reaction around embolized (polymer) material. The polymer was believed to be sheared off during the procedure causing the local reaction. The patient was not harmed and the reaction would not have been discovered if the patient did not return for subsequent nephrectomy.